Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. Insulin pump functioned properly during test and self-test. No alarms noted during testing. Insulin pump received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error, a17 and a21 alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that she has not been using the insulin pump for 4 weeks and currently out of the states. The customer was asked if she recalls any significant events leading to the alarm and she said the button were unresponsive. The customer was advised that the insulin pump will be replaced. The customer was advised to discontinue the use of the insulin pump and revert to back up plan per health care provider instructions.